Manufacturer narrative:
Should have been unchecked in initial report. Investigation results: the main printed circuit board assembly (pcba) was returned to carefusion's failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue was due to a failing transducer (xdcr). At this time, carefusion will track and trend this reported issue and internally investigate the situation.

Event description:
The customer reported that the vela device displayed the following error messages: xdcr fault, o2 range error & chk o2 cal. The customer reported that the error messages occurred during a performance check. There was no patient involved at the time of the incident.

Event description:
The distributor in (B)(4) reported that the device displayed the following error messages; xdcr fault, o2 range error and chk o2.

Manufacturer narrative:
The distributor in the (B)(4) determined that the most likely cause of the reported event was a malfunctioning main pcba. The distributor in the (B)(4) was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main pcba for evaluation. As of april 08, 2015 the alleged faulty main pcba has not been received. Should the alleged faulty main pcba be received and evaluated, a follow-up medwatch report will be submitted.